Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly and kept freezing on her. Customer's blood glucose was 90 mg/dl at the time of the incident. Customer stated that the entire keypad did not respond. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing. No frozen screen noted. The insulin pump had cracked battery tube thread, cracked reservoir tube lip, cracked case near the display window corners and minor scratches on the display window noted.